Event description:
Customer explains that on two back-to-back procedures they experienced tubing separation from the connector at the luer hub. Incident sprayed contrast around the room. They are uncomfortable using the balance of the case of 12 pieces. They will return the two defective pieces and 12 unopened pieces.

Manufacturer narrative:
Liebel flarsheim manufacturing report: medex reports, based on the surface appearance, there had been solvent present at the bond interface between the tubing and the female luer lock. There was also evidence of snow plowing in the tubing port on the tubing surface.